Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock and antitachycardia pacing therapy. Patient presented in clinic for follow up in good condition. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post sensed t wave oversensing resulting in inappropriate vt/vf episodes. Very low r waves were observed during the times of oversensing. Programming changes were discussed. No intervention was reported.